Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) alleging that her onetouch verio meter powered off during use. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that the meter issue occurred one week prior to contacting lfs. The patient manages her diabetes with lantus insulin. The patient reported that one week after the issue began, she developed symptoms of ¿shaking and sweating¿ and stated that on (B)(6) 2017 she self-treated by consuming food or drink. During troubleshooting the cca noted that it was not the first time the meter had been used and there was no apparent misuse of the device. The batteries did not require replacing. The product was replaced and requested for return. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event after a power issue occurred on the subject meter.